Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective o2 cell. Mechanical deformation of a part inside the sensor most likely caused by exposure to too high temperature during transportation. Sensor serial number is inside the affected serial number range. Vyaire medical initiated an o2 cell replacement. Performed a unit calibration and passed all test.

Event description:
The customer confirmed that there was no patient harm associated with event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having calibration related issue. The therapist stated that the vent was connected on a patient for seven (7) days and then the unit shows system error message: o2 calibration is needed. The customer reported that they decided to swapped it out to another bellavista unit. There was no information for patient harm associated with event.